Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 68 mg/dl; cause was unknown. Reportedly, the customer was at the healthcare provider's (hcp) office for treatment. Additionally, the hcp adjusted the customer's pump settings to resolve the issue.